Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine of the device at the service center, the quality technician reported that the bulkhead capacitor was disconnected from the solder joint. The issue didn't cause any deficiencies. Since the event occurred during routine testing, there was no pt involvement during this event.